Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters underneath all four ECG electrodes. The blisters were described as red, raised, and the left blister popped. One of the blisters was described as broken and bleeding. The patient saw a dermatologist for the blisters and was given a cream. Follow-up indicated that the blisters were getting better and that there were scabs left and they were healing.